Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, ¿tubing was is in the alaris pump and tubing came apart in the pump at the blue connector." It was later reported that when the tubing set separated it caused a leak of an unspecified medication in the ER. It was also stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked was confirmed. The separation was at the engagement between the upper fitment and silicone segment components. The expected retainer ring at the upper fitment component area was not received for investigation; however inspection of the separated silicone segment end observed evidence of a prior retainer ring indentation which does not look to be misaligned. No testing was deemed necessary due to the obvious separation. Visual inspection under magnification of the separated silicone segment end observed evidence of a prior retainer ring indentation which does not look to be misaligned. A slight tug/pull of the silicone segment away from the lower fitment component was attempted and no separation was observed. The root cause of the separation was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, ¿tubing was is in the alaris pump and tubing came apart in the pump at the blue connector." It was later reported that when the tubing set separated it caused a leak of an unspecified medication in the ER. It was also stated that there were no adverse effects caused to the patient from the event.